Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 and 3211 are based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag. The locator was returned as well. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. The tip of the sheath was analyzed, and no deformation or anomalies were noted. There was a slight kink noted at the blood inlet of the locator. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was attempted to move manually in the full forward lock position, however, it was unable to move, and extreme resistance was experienced during this action. Then, the device cap was removed from the hemostasis sheath and excessive dried blood like substances were observed on the carrier tube. Then, the carrier tube was clean with wipes and re-inserted into the sheath. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used the involved angio-seal device. The procedure was a diagnostic angio, right femoral artery puncture, 6fr ik. After the procedure, the user made a groin pre-deployment angiogram and wanted to close the puncture site with the angio-seal. The 0.035 wire and dilator could be placed without any problems. Then anchor should have released; click was perceived. When pulling back, the user noticed that the anchor was not released. The whole system was pulled out completely. The user assumed that the anchor was not present in the system. Fifteen minutes of manual compression was performed, and hemostasis was achieved. There was no bleeding, no hematoma. The patient was stable, the patient had no harm. After that, an inguinal ultrasound was made, and the finding was okay.